Event description:
A doctor's office alleged that multiple patients had experienced the debonding of a crown after placement with the maxcem elite clear; however, specific incident information could only be recalled for three (3) patients. This is the fourth of four (4) reports.

Manufacturer narrative:
The office reported that multiple patients had also experienced the loss of a crown; however, specific patient or incident information could not be recalled. The office did not provide any specific information regarding the maxcem elite which had been used on the patient; therefore, no catalog number, lot number, or expiration date was identified in this report. The doctor cleaned out and re-cemented the restorations for each of the patients using maxcem elite, without further incident. To date, each of the patients are doing fine. The product involved in the alleged incidents was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Manufacturer narrative:
The doctor's office had initially alleged that multiple patients had experienced the debonding of a crown after placement with the maxcem elite clear; however, specific incident information could only be recalled for three (3) patients; therefore, four (4) mdrs were submitted with regard to the initial incident report. It was then reported by the office on (B)(6) 2014 that an additional four (4) patients had experienced the debonding of a restoration after placement with the maxcem elite product. An additional four (4) reports were submitted under mdrs #2024312-2014-00582 through -00585. This MDR is now the fourth of eight (8) reports.

Event description:
It was reported by the office on (B)(6) 2014 that an additional four (4) patients had experienced the debonding of a restoration after placement with the maxcem elite product. This MDR is now the fourth of eight (8) reports.